Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced and unspecified injury and a problem with the product. Related to MFR report # 2183959-2012-03404.

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent as appropriate. (B)(4).